Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the reservoir had air bubbles. The customer¿s blood glucose was 537, over 300 mg/dl and now over 500 mg/dl. The customer states the approximate size of air bubbles is half a pin head. The customer was advised may continue to use the current reservoir and infusion set. The insulin pump will not be returned for analysis.